Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Additional investigation: the run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Nothing prominent was observed in the run data file which explains the higher than expected wbc content in the platelet product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. It is possible, though not conclusive, that wbcs may have exited the lrs chamber throughout the procedure. Based on the available information, it is possible, that this leukoreduction failure is donor related.